Event description:
It was reported by the rep that the (1) tlc55 and (2) trt55 were used during a right colectomy procedure. It was reported that the surgeon fired the tlc55 successfully twice. The instrument partially fired with the third reload (blue). They were doing an anastomosis at the time.